Manufacturer narrative:
The insulin pump was received in with a cracked and bleeding lcd glass. A cracked case and a cracked display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that a picture fell on his insulin pump and cracked and smashed the screen on the device. The blood glucose reading was 318mg/dl and he was treated with levemir pen and novolog via emergency room. Attempted to contact the customer to ask if he was hospitalized with no results. No further information was provided.